Event description:
This unsolicited case from united states was received on 15-jan-2018 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after 3 hours could not walk at all, after few hours patient had swelling and severe pain and standing up was excruciating on the same day. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. Patient had no avian allergies. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date and dose: not provided) in both knees for osteoarthritis. On the same day, 3 hours after the injection, patient couldn't walk at all and ended up taking a pill that helped her to walk again. On the same day, few hours after the injection, patient had severe pain and swelling that lasted 24 hours. It was reported that pain was not existent anymore. On the same day, few hours after the injection, patient was still having swelling several times a week. Patient was now having the same pain as she was having before the injection. After the injection patient couldn't walk at all and standing up was excruciating. Patient was prescribed a pill, an anti-inflammatory and anti-steroidal. Also reported that the pill did help her pain but did not know the name of it. Patient was not hospitalized nor had a culture or blood work done. Patient's physician wanted her to come back in post injection for fluid removal but she declined because she was in too much pain to walk. Corrective treatment: pill, anti-inflammatory, steriod for severe pain and swelling and not reported for other events except device malfunction. Outcome: not recovered for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, severe pain and swelling pharmacovigilance comment: sanofi company comment dated 15-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty walking,standing up was excruciating and steriods were given. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.